Manufacturer narrative:
(B)(6). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -5.5/5.0/97, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown. It was reported that the replacement lens was selected for vertical implantation.

Manufacturer narrative:
H3- device evaluation: lens was returned dry in microcentrifuge vial. Visual inspection found the optic torn and the haptics broken and bent. Unable to perform dimensional inspection due to lens damage. Claim# (B)(4).